Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the heater cooler was frozen solid. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.